Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml, dose not reported via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2018 it was reported that the pump was suspected to be flipped due to refill difficulties. The patient symptoms were reported as ¿questioning loss of effect¿. A pocket revision was being done. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(4) implanted: 2016-(B)(6) explanted: product type catheter product ID 8780 lot# serial# (B)(4) implanted: 2015-(B)(6) explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial/lot# (B)(4), ubd 2017(B)(6), UDI# (B)(4) section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial/lot# (B)(4), ubd 2017-(B)(6), UDI# (B)(4) h10 ¿ the manufacturer¿s device registration system indicates that on 17-oct-2018 the pump was replaced and the catheter was revised. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 30-oct-2018 from a healthcare professional (hcp) who reported that the patient was sent to a surgeon. It was also reported that the patient had a non-functioning intrathecal catheter. No further complications have been reported as a result of this event.